Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. As per the data log review, the root cause of the high purge pressure issue was most likely biomaterial based on data log review and the clinical details provided. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26196 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
Additionally, the patient was heparin-induced thrombocytopenia (hit) positive during support. Furthermore, the patient also had ventricular tachycardia (vt) during support. Also, there were suction alarms throughout support. Additionally, the pump was found deep. The pump was eventually repositioned. Furthermore, the patient had an infection during support. The source of the infection is unknown. The patient expired on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B1 revised to reflect both adverse event and product problem based on the additional information received from the clinical site. B2 revised to reflect death based on the additional information received from the clinical site. B5 revised to include the additional information received from the clinical site. D6b explant date added. H1 type of report revised to reflect death based on the additional information received from the clinical site. H6 revised to include the additional information received from the clinical site. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was purge system blocked alarms and pressure was increasing. The staff added tissue plasma activator to the purge and the patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿